Manufacturer narrative:
Further information has not been received for this reported event. The delivery device was not returned for evaluation. The intraocular lens (iol) was returned in a specimen cup. Viscoelastic was found on the lens and no lens damage was observed. The manufacturing device history records (DHR) were reviewed and shows that the product met specification prior to release and shows no other complaints in this lot. All product and batch history records are quality reviewed prior to product release. The root cause for the reported event could not be determined. The delivery device was not returned and the returned lens was not damaged therefore, the reported event could not be confirmed. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the intraocular lens (iol) was not folded correctly when ejected in the patient's eye therefore, the iol was removed. An unspecified issue occurred with the trailing haptic. The procedure was completed. There was no patient harm.